Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 27 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. During the analysis the impedance measurement functions of the device were tested. However, the impedance measurement functions proved to be flawless. The ICD was implanted for 58 months; 27 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.

Event description:
The physician chose to replace this device as it was approaching eri indication while attempting to replace the ra lead due to impedances greater than 3000 ohms. The physician was unable to explant or place a new ra lead at this time due to stenosis. Should additional information become available, this file will be updated.